Event description:
Initial surgery to place mimix, a bone void filler. According to pt's family member, material never hardened, but dissolved, leaving indentions in the skull. In 2003, revision surgery performed to place htp implant. No additional problems have been reported.